Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
Following a novasure endometrial ablation on (B)(6) 2011 a hysteroscopy was done and "only 50% of the cavity (uterine) was ablated so the left half of the uterine cavity was treated by transcervical endometrial resection and the cornual ends were treated with roller ball diathermy". The pt was discharged home. On (B)(6) 2011, the pt was admitted to the hospital with "severe abdominal pain". Testing included an x-ray which showed "air under the diaphragm" and a laparotomy which revealed "multiple small bowel perforations large enough to admit the surgeon's thumb". Additionally, it was reported the pt "developed fecal peritonitis as a result of multiple burns to the small bowel". The pt was admitted to the post anesthesia care unit (pacu). We have been unable to obtain add'l info surrounding this event. If add'l relevant info is received, a supplemental medwatch will be filed.